Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leakage of liquid from the base of the connector that connects the syringe (tube joint part) had occurred during priming. There was no patient involvement.